Event description:
It was reported tht the intra-aortic balloon (iab) was placed into pt via percutaneous with a sheath at the hospital. The pt was transferred to another facility in the cardiology department. In 2008, the alarm occurred on the iab as there was blood in iab tubing. Therapy immediately stopped & iab was removed. The team was unable to progress in the removal because of the clots in the iab. Iab appeared to be blocked in the skin of pt. Following a checkup with arterial doppler the insertion/removal site, with a little incision, allowed the removal of the iab. As a result, there were numerous clots in the distal area of the iab, subcutaneous ablation - 5 millimeters and 1 centimeter. There were no clinical consequences.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.